Manufacturer narrative:
Updated information in section d4: section d4 changes: model number to 327. Catalog number to 327kmat. Unique identifier (UDI) number to (B)(4).

Manufacturer narrative:
Customer reported that a pyxis anesthesia es system unexpectedly stopped responding, delaying user access to medication during a trauma case. Customer did not disclose any additional information. Patient or user harm was not reported. This event is recorded in complaint number 03533424. A technical support specialist evaluated the device log files and confirmed there was an unexpected application crash. The technical support specialist performed a system scan and repaired the application to resolve. Device tested and confirmed operational.

Event description:
Customer reported that a pyxis anesthesia es system unexpectedly stopped responding, delaying user access to medication during a trauma case. Customer did not disclose any additional information. Patient or user harm was not reported.

Manufacturer narrative:
This supplemental regulatory report is being submitted due to a retrospective review conducted through CAPA 10308384. The late submission of this supplemental report is due to the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. The following fields have been updated with additional/corrected information: a1, d1, d4, d5, g1, g2 and h6. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 06-jun-2021 to 06- jun-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system application was crashed. The technical support specialist performed a system scan and found that there was a system repair pending which required a reboot. He advised the pharmacist to proceed with station reboot to resolve the issue. The system functioned as intended after the technical support specialist troubleshooted the device.

Event description:
The customer reported that a bd pyxis anesthesia es system unexpectedly stopped responding, delaying user access to medication during a trauma case. Customer did not disclose any additional information. Patient or user harm was not reported.